Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to reset the pump, and following the reset, the cgm error code did not reappear. The customer was able to successfully start their sensor session.